Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks for sinus tachycardia. Therapy was exhausted. Boston scientific technical services (ts) reviewed the event and discussed a premature ventricular contraction (pvc) caused the atrial signal to fall into cross-chamber blanking. The device then calculated the ventricular rate to be higher than the atrial rate. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service without further complication. Should additional information become available this report will be updated.